Event description:
The customer reported that the device knife blade would not retract, causing the jaws of the device to no longer open while on tissue. The device was cut out of tissue to remove it. There was no bleeding and no pt injury. A second device was opened and the same incident occurred. The second device can be found on MFR report# 1717344-2009-00296.

Manufacturer narrative:
(B) (4). The sample has been requested, but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.